Event description:
A complaint was received from a customer that reported that their glucometer dex was giving erratic readings that ended customer in the hospital. Customer stated that the dex gave a result of 337 mg/dl. The customer went to bed at 11:00pm. Approximately 45 minutes later customer had a severe glycemic seizure with foaming at the mouth and became unconscious. Customer was able to give self a shot of glucogone an did come out of the episode. At that point customer drank a sugar drink and appeared to be doing better. While on the phone a review of the system was attempted. Electronic checks indicated a problem with the system. Also the customer is using dex sensors lot number 1a874aa expire dated 06/02. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.